Manufacturer narrative:
Conclusion: no device conclusion.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This is the same event as 1043534-2012-00820, 00821.